Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted few days post implant due to dislodgement. The rv lead was replaced with another manufacturer¿s lead. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.